Event description:
Patient presented to the physician with difficulty swallowing and breathing, throat pain, and marginal mandibular branch weakness. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation, and closed.